Event description:
Caller reported that the pump battery depleted too quickly. There was no adverse impact to the customer¿s blood glucose level. Caller was advised by technical support to fully charge the battery, but no further follow-up was conducted as the caller declined.